Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported by the patient that their device was overdischarged. A trickle charge was attempted multiple times but the attempts were unsuccessful. The device was still implanted but out of service. The device would be replaced in the future and the surgery was scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.